Event description:
A delay in therapy due to an unspecified pump malfunction. The report states: the pump malfunctioned. All medications stopped. Had to shut pump off. The pt was on a medication required to support their blood pressure, though it wasn't a very significant dose on this pt. Once pump off, had to reprogram each drug." Though requested, no additional info was provided.